Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited scope connector is dirty, circuit board unit in scope connector is dirty, shield cover is dirty. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause of scope connector (s-connector) is dirty due to water leakage, circuit board unit in scope connector (s-connector) is dirty due to water leakage and shield cover is dirty due to water leakage was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.